Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2005," the plaintiff was implanted with a perigee. The plaintiff's attorney alleged that plaintiff suffered "severe and permanent injuries, pain, disability, disfigurement, impairment, loss of enjoyment of life, emotional distress."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.